Manufacturer narrative:
(B)(4). A review of pre-implant 3d film report and cta¿s confirmed that the patient had a 6.3cm max diameter aaa, a 3.5 cm diameter rcia aneurysm and a 2.4cm max diameter riia aneurysm. The aorta was lined with calcification. The proximal neck was also extensively calcified, short (13mm in length), and 18 x 20mm in diameter just below the renals. Approximately 1cm above the renals the flow lumen diameter was 17 x 19mm and 1cm below the renals the neck diameter was 17 x 18mm. The iliac arteries were non-tortuous but extensively calcified. Angiogram images at implant were reviewed. The bifurcate was brought up the right side and deployed to just below the renals. The proximal stent graft od measured 15 ¿ 16mm l-r, and the od at the level of the suprarenal stents was 13mm maximum. The ipsilateral limb was deployed down to the gate and the contra gate was cannulated from the left side. The contra limb was deployed distally into the left common iliac. The ipsilateral limb was completely deployed into the rcia aneurysm, followed by implant of an ipsilateral extension into the right external iliac artery. Narrowing was seen within the left limb, and a 10 x 4 charger was noted to have been placed. The entire stent graft was then seen ballooned. Final angiogram images were not shown on the returned films. In addition, the reported placement of the aptus staples and palmaz stent were also not visible on the films. No other obvious stent graft issues were observed. The exact cause of the proximal type I endoleak reported at implant could not be determined from the images provided. The endoleak, including placement of the aptus staples and palmaz stent, were not seen on the films and could not be assessed. It is possible that the short and calcified neck may have contributed. Device oversizing within the proximal neck may have also been a contributor, however, no infolding or other stent graft issues were observed. It is possible that retrograde filling from the accessory right renal which was purposely covered, and over-heparinization, may have also contributed. CT¿s from 2 days post-implant, which showed resolution of the endoleak, were not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64mm in diameter abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 15 mm in length. The proximal aortic neck angulation was mild and there was mild calcification and thrombus present. It was reported that during the index procedure, the final angiogram observed a proximal type I endoleak. The physician ballooned reducing the amount of endoleak. The physician decided to implant 4 aptus endoanchors however, the endoleak still persisted. The physician noted an area of calcium in the aorta just below the proximal ro markers on the main body that was possibly causing the endoleak. The physician stated the bifurcate was right at the level of the renals and didn't believe adding a cuff would provide additional seal. The physician then decided to implant a palmaz stent in the proximal portion of the main body to provide additional radial force. Upon successful deployment of the palmaz stent, the angiogram was completed, which showed what the physician stated was a reduced but still present. Per the physician, several factors may have contributed to the event including the following: smaller diameter of the aorta above the renals that may have prohibited the suprarenal stent from fully opening, and thereby kept the graft material from getting full apposition on the wall, an accessory right renal that was purposely covered with the main body may also be retro-filling the sac, also contributing to the endoleak as a type ii endoleak., the segment of calcium in the neck (visible on CT) appears to be in the same area as the type 1a leak and is likely playing a role in the graft not obtaining seal. One day post index procedure the CT scan showing no evidence of a type ia endoleak. The physician stated that over heparinization played a big factor in the leak initially being scene and then resolving. No additional clinical sequelae were reported and the patient is fine.